Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced no audio alert. The patient felt like she was "unwell", throwing up, experienced ambulation difficulties, and fell. There were no alerts or alarms from the dexcom app. No report of reading and sensor error notification. There were no reports of cgm (continuous glucose monitor) reading on the app or the pump prior to sensor error. The parent called 911. The patient reportedly couldn't do a fingerstick blood glucose. There was no documentation from bg (blood glucose) for the entire event. The patient was transported to the hospital and was treated with an unspecified IV for 4 hours, insulin, ativan, and morphine. The patient hospitalized was discharged on (B)(6) 2023. At the time of the report, the patient felt better. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.